Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump might have over-delivered. The patient's blood glucose at the time of incident was 77 mg/dl. During troubleshooting, the customer stated that the reservoir contained 80 units of insulin but the status screen displayed 70.8 units. Additionally, the customer stated that the audio was not loud enough. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer was using the auto mode feature at the time of the reported event.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Insulin pump passed the delivery accuracy test at 0.08695 inches.. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No unexpected over delivery anomalies noted during testing. (B)(4).